Event description:
It was reported, the patient lost stimulation coverage. It was determined the leads migrated. The leads were explanted and replaced. The patient reportedly received effective stimulation post-operatively. Note: the patient received two leads from the same lot.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.